Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to pain, squeaking and slipping out. The cup was vertical and the poly liner was worn down to the metal shell. The ceramic head had been articulating on the metal cup. The cup was cut out and stryker dual mobility was put in.